Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated sars-cov-2 positive, influenza a positive and influenza b negative. The same sample was retested on a separate liat analyzer which yielded a sars-cov-2 negative, influenza a positive and influenza b negative result the initial results were not reported out, only the results of the repeat run were reported out. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
Throughout the data analysis, a systematic issue was not observed and a product problem was not found. The most likely cause for the discrepancy observed is due to the sample having a low viral load where results are known to waiver. Review of the curves for the initial run show late CT and low amplification values for sars-cov-2 indicating a very low titer at the limit of detection (lod) where results can waiver on repeat testing. No abnormalities were noted in the entire dataset, the instrument is performing well. Data was not provided from the liat that ran the repeat test on this sample. Note that it is possible that a low level of laboratory contamination could cause a low viral load in the sample.